Manufacturer narrative:
(B)(6). The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B)(4). Device not returned for analysis.

Event description:
(B)(4). It was reported that during the coronary artery stenting treatment procedure an occlusion and dissection occurred. The 85% stenosed target lesion was located in the proximal left circumflex artery (lcx). The reference vessel diameter was 3.5mm and lesion length was 18mm. The target lesion was predilated with a marverick2 balloon catheter and a 3.5 x 24mm study was implanted. An occlusion occurred in the target lesion and was treated with bailout stenting with a 3.5 x 12mm study stent with overlap proximal to the first stent due to a grade 'b' dissection. The lesion was postdilated with 0% residual stenosis. The events were resolved without residual effects. The patient was discharged the following day on aspirin and clopidogrel.